Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient's hip was revised due to dislocation. The event could not be confirmed nor the exact cause of the event could be determined because insufficient information was provided. Additional information including operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised due to dislocation of the femoral head from the constrained acetabular insert. As the patient has had repeated revisions for dislocation, the surgeon decided to revise the head, liner, shell, and screws in order to re-position the new shell..